Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the guide wire became stuck inside the delivery balloon. A taxus express2 3.5 x 8 mm drug eluting stent was deoplyed in an unk vessel. Upon removal, the balloon delivery system became stuck on the wire. The balloon catheter and wire were pulled out as one unit. The stent remained in position. It was noted that the physician believes the problem was with the guide wire and not the stent delivery system.